Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, it was reported that the patient faced a bent cannula below the skin due to which the patient experienced diabetic ketoacidosis with high blood glucose level of 700 mg/dl. Therefore, the patient went into intensive care unit on monday and almost ended up in coma. Further, on tuesday night, at 09:30 pm, the patient was shifted to a regular room. The next day ((B)(6) 2022, wednesday), the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.